Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to ipg no longer holding a charge. The patient was doing well postoperatively with good coverage. The explanted ipg was discarded by the medical facility and will not be returned.